Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 7.6 mmol/l versus 12.9 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported.